Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ also, per tandem¿s t:flex user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:flex pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, the cartridge was filled with 500 units and the cartridge was in use for four days. The user's blood glucose (bg) level was 220 mg/dl to 260 mg/dl. The user addressed bg level with the pump. It was noted that the customer would use another tandem pump until insulin runs out from the cartridge.